Event description:
The patient reported that the down arrow button was not working and the ok button was intermittently responding. The patient reportedly wore the pump in an undergarment and cleaned the pump with windex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/29/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2012 with the following findings: the keypad was found to be peeling and lifting below the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the down arrow keypad button was unresponsive. All of the other keypad buttons were intermittently responsive and did not click back or spring back normally. There was evidence of keypad contamination found under all key contacts.